Manufacturer narrative:
Concomitant medical devices: 432-35s lead, implanted (B)(6), 430-35s lead , implanted (B)(6) 2004.

Event description:
It was reported that the day after implant the patient had diaphragmatic stimulation. The lead was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.